Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump declared multiple intermittent occlusion alarms. The customer's blood glucose (bg) elevated to "high", exact value not provided. The customer changed all supplies and addressed bg with bolus via pump. The customer reverted to alternate insulin therapy.